Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the patient information was deleted and the software was uninstalled. A system checkout was performed and the system is working as intended. The software investigation found that they were unable to determine the probable cause. It was confirmed that this software was mistakenly installed on a system that did not have a license for it. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the manufacturer representative (rep) was trying to import a patient exam from a cd on the system, the patient would not show up in the list. The system went through the process of importing all of the exams, and said that it was finished, but the patient's name never populated in the list on the left of the screen. The disc loaded fine on the other system at the site. Trouble shooting included rebooting the system and try importing the exam again with no resolution. It was recommended deleting the old patient exams and trying to import again. The rep confirmed that the software was mistakenly installed on the system and that it did not have a license for it. It was not needed as the other system was available for the case. No patient was present at the time of the event.